Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to clinic with lead noise being oversensed on the right ventricular lead. The oversensing did not result in any adverse events. The lead was explanted and replaced. The patient was in stable condition prior to and during the procedure.